Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached dropped to 22 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include a urinary tract infection. The patient was treated with glucose intravenously in the ambulance, and this treatment continued during the patient's one day hospital stay. Patient was also prescribed nitrofurantoin mcr (100mg), to be taken orally twice daily for 7 days. The pod was removed at the hospital and was discarded.